Manufacturer narrative:
Additional information was reported that states that when the patient began having alarms, the patient could audibly hear the pump working but otherwise had no symptoms. There was no recent illness that precipitated any thrombus and the patient was stable on anticoagulation with an inr of 2.5-3.5. The medical team does not believe that the event was device related. The patient is currently discharged home in good condition. Relevant labs: ldh >30.0; inr 2.11. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Review of the log files revealed 2 high watt alarms recorded on (B)(6) 2016 confirming the reported event. A rise in power consumption was recorded beginning on (B)(6) 2016 to a peak of 5.3 watts, outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the elevated power consumption can be attributed to external factors such as thrombus formation. Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). . Device retained by site .

Event description:
It was reported that the patient had high watt alarms. The patient was checked for hemolysis parameters and as a result, lysis therapy was started (B)(6) 2016. On (B)(6) 2016, the pump was exchanged and the patient was transferred (B)(6) 2016 to a normal ward. During evaluation of the pump, a thrombus was seen on the rotor when the pump was opened from the site. There was no additional information provided at this time.